Event description:
It was reported that an 840 ventilator's top display was blank and illuminated in red. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap displays to see if problem follows, if not, to swap the backlight inverters to see if the problem follows, if problem still persists to replace the gui cpu. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.